Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a system failure. There has been no report of patient involvement.

Manufacturer narrative:
One device was received with no apparent physical damage for investigation. Functional testing was performed and was not able to duplicate the reported problem. The complaint is not confirmed. The most probable cause is user error, the device functions as intended. All measurements are in spec. A manufacturing DHR is not relevant because there was no problem found with the device. No action taken.